Manufacturer narrative:
(B)(4). Jaw broken at bifurcation. Advancer bypass. The analysis results of device (a) found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws and then, one jaw was noted to be broken at bifurcation and the device was noted to be empty and with the orange indicator over traveled. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (c) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality and it fired seven malformed clips due to advancer bypass along with six clips conforming. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. In addition, the device locked out as intended but the orange indicator was over traveled. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the devices misfired. Unknown how the case was completed. There was no patient consequence.